Event description:
It was reported by dealer that the seat upholstery is wearing out on the trsx5 wheel chair. Dealer advised upholstery is sagging in the middle causing no support for end user. Dealer could not provide any further information.